Manufacturer narrative:
(B)(4).

Event description:
After firing implants in miniscus, the second implant could not hold into the miniscus & while sinching the suture of the implants, the implants came out. A backup device is readily available. It is unknown if there were any delays. No patient injuries were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. Added correct 510(k) number. Updated to indicate that the device was not returned. (B)(4).

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. No ts or sutures were returned. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.